Event description:
Pt was treated for an l4 fracture with spinal canal narrowing. Pt instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps and 2 rods. On (B)(6) 2012, pt developed an osteoporotic compression fracture at l2 and underwent revision surgery. Pt was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws and 2 rods. This is the 12th of 14 reports submitted on this event.

Manufacturer narrative:
Cat #: it is unk if the pt was implanted with matrix (cat # 04.620.000, lot# 6944350) or mirs (part# 04.631.502). The implants were returned for cat # 04.620.000. The 510k for cat # 04.620.00 - k082572, 510k for cat # 04.631.502 - k113044. Subject device has been received and is currently in the eval process. Investigation is on-going; no conclusion could be drawn. A recall was initiated for mirs (part # (B)(4)).